Manufacturer narrative:
(B)(4). This device was not returned to the MFR. Also, the serial number and lot number of the filter system were not available to be reported by the clinical staff. W/o this info, mfg documentation for this device was not able to be reviewed to confirm the device met all quality and mfg release criteria. In addition, w/o this info we are unable to confirm if any other complaints to date have been reported for this failure mode within this device's lot. Since it was reported by the physician that the device was harder to advance in the pt and that the delivery catheter was caught on filter web during withdrawal, this report is being submitted due to an abundance of caution. A supplemental report will be submitted when the MFR's scientific affairs dept completes the clinical assessment for this case.

Event description:
The physician stated that the device was harder to advance in the pt than he would have expected and he though the tip got caught on the web as he was withdrawing it (prior to docking the device). Once placed, the filter was stable; he experienced no change in the device's position in the pt. There was no clinical sequelae, or interventions and there is no planned f/u due to this incident.